Event description:
A site representative reported a damaged apt during a transforaminal lumbar interbody fusion (tlif) procedure. The surgeon had the grey egg handle on the apt driver, with the tap inserted, and the surgeon hammered on the handle. After this, the surgeon was unable to remove the tap from the driver. The surgeon was eventually able to pull the two components apart; the site technician put them back together, but then when they rotated the handle, the tap would not rotate. The surgery was completed with no negative impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement part shipped (B)(4) 2012. Medtronic inspection of suspect part findings are that they did not observe the reported failure. The driver accepts handle and instruments without issue. However, during rotation, the instrument rotates along with the handle, but there is some slight chafing.